Event description:
It was reported through a symposium presentation at annual meeting of the japanese associate of cardiovascular intervention and therapeutics (cvit2025) that the incidence of distal embolism during procedures using jetstream atherectomy systems and (B)(4) in the cases studied for the presentation. Additional information has been requested through good faith effort attempts; however, no further information is available.